Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #:(B)(4), description: linear. St lead, 70cm, model #: sc-4316, lot #: 16224114, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had fluid around the pocket site and was experiencing mild discomfort at the pocket site and lead site where the clik anchors were. There was no infection noted. The patient underwent an explant procedure.